Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting premature battery depletion and the elective replacement past (erp) indicator during a routine followup. The physician elected to explant the ipg.